Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device emitted a grinding noise and was out of alignment. It was further determined that the internal components were worn and corroded. It was determined that this was most likely due to loctite degradation from repeated sterilization and wear from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified trauma surgery, it was observed that the quick coupling device was not functioning. There was a two minute delay to the surgical procedure. An identical spare device was available for use and the surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.